Manufacturer narrative:
(B)(4). The insulin pump was received with operating currents within spec. The pump passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error and power loss alarms were triggered when backup battery loaded voltage (loaded v lith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, pump was monitored and functioned properly. The pump was received with cracked case on the back at the battery tube area. The pump was received with peeling serial number label and with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer's insulin pump had power loss alarm. Customer's blood glucose value was 17mmol/l. Insulin pump will be returned for analysis.